Event description:
It was reported that the customer was giving himself a bolus and the customer stated that it usually vibrates but this time, it vibrated very quickly. Customer's blood glucose level was 116 mg/dl. Customer stated that it vibrated 10 seconds after he programmed the bolus. Customer went to the bolus history and it shows no record of what he had programmed. Troubleshooting was performed and the customer had to program a bolus of 0.1 and it recorded in history. Customer did not notice that it started delivering the unit amount and placed it back on his clip. Customer looked at the history and stated that it was not recorded. Customer was assisted with the carelink upload process. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.